Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the ring on the pump reservoir area is half missing. The customers blood glucose level was unknown at the time of incident. The customer reported that the reservoir is a bit loose right now and does not lock in place properly. The insulin pump will be returned for analysis.

Manufacturer narrative:
The reservoir tube lip was partially broken off but the test reservoir locked in place properly. Insulin pump had broken battery tube threads.